Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump had been powered off for approximately 1 month. Tandem technical support guided the customer through adjusting the pump time. Customer's blood glucose level was 100 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.